Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event during use on date (B)(6) 2024. No further information available.